Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons would not respond after battery change and moisture exposure. The patient stated the rubber keypad was intact and no signs of moisture in pump. The patient reportedly wore the pump attached to the leg and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons were unresponsive. There was no visible contamination found under the key contacts. A leak test was performed and a leak was found on the back of the pump near the case seal. And the pump cover was removed and moisture was present in the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.